Event description:
On 21-sep-2025, it was reported that a beta bionics ilet user experienced insulin leakage during a supply change. The user was overfilling the cartridge and incorrectly attaching the connector. The user was instructed on the correct filling volume and connection order and confirmed understanding. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.